Event description:
Device 1 of 2. Ref MFR report #1627487-2012-12228. It was reported the pt is not receiving full coverage. The sjm rep was unable to successfully provide stimulation in painful area. It was reported the pt will be revised with a paddle lead at a future date. Note this pt has two leads of the same model from two different lot numbers, therefore both leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.